Manufacturer narrative:
Analysis was able to confirm the customer comment that the programmer was unable to update. The hard drive was reconfigured, and the software was reloaded and updated. It was also determined at analysis that the stylus tips was separating it was not functional. The printer drawer was missing, and the keyboard hinge was broken. The power cord bay and the display latch were broken. The electrocardiogram (ECG), connector was loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was unable to update, attempts were made to update with the most recent three universal serial bus (usb) devices. It was further reported that the programmer software was unable to be updated via software distribution network (sdn). It was noted that the floppy disk used to clear the memory to allow updates to resume was not available. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. The programmer has been returned for service. There was no patient involvement.